Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via pone call that the ring at the top of the reservoir window was cracked and part of the plastic was chipped off. The customer's blood glucose level was possible. The insulin pump will not be returned for analysis.